Manufacturer narrative:
Based on the claim against the product by the customer, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend (vse) was analyzed and failure analysis investigations replicated the customer reported complaint of "does not respond to control". For clarification the vse instrument was driven on a da vinci in-house system, but intuitive motion was not being experienced. The movement output was opposite to what the hand motion was being experienced at the master tool manipulator (mtm). Additional observation: it was noted upon visual inspection that the main tube tabs were no longer mating with the tube adapter of the instrument's distal clevis the tabs appeared to be dislodged and bent and could easily slide out of the adapter pockets once the distal clevis was rotated while holding the main tube steady. Since the clevis can move independently of the main tube due to this disengagement, this would create non-intuitive motion because the grip tips are no longer following the mtm commands. Failure analysis found the additional failures of a dislodged main tube tab to be related to the customer reported complaint. The instrument passed knife slot test and ceramic dot verification test. The complaint regarding the instrument did not respond to control was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The root cause is attributed to damage from mishandling/misuse, which may include an accidental drop of the endoscope, inadvertent collisions with hard surfaces, or improper cleaning during reprocessing.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer did not respond to control. The procedure continued with a backup instrument. The procedure was completed with no reported injury.